Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received an unintentional bolus delivery of 26 units while wearing the insulin pump in their bra; the caller stated that the keypad lock was not functioning properly. The patient's blood glucose at the time of incident is unknown; however, their blood glucose during the call was 141 mg/dl. During the phone call, the key lock function was tested and found to be functional. Additionally, the caller stated that a hardware low levels failure alarm occurred. Troubleshooting did not occur for the alarm. The insulin pump was not returned for analysis.